Event description:
It was reported that the tip embedded in set screw while trying to remove set screw. The tip was not retrieved and remains in patient. There was nothing placed over the tip to prevent migration.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of: broken driver tip. Inspection of the instrument could not be completed as the driver was not returned and the tip remains inside the patient. They confirmed that nothing was placed over the driver tip in the locking cap to contain it. There were no images returned to confirm the incent. Supplemental information may be added should the part/more information be returned. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.